Manufacturer narrative:
(B)(4). The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. The abbvie peg is intended to provide long-term enteral access for administration of medication to the small intestine when used in conjunction with the abbvie j, intestinal tube. This was used off label. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an (B)(6) 2017 a physician placed a percutaneous endoscopic gastrostomy abbvie (peg) tube of unknown size directly into the jejunum of the patient. On (B)(6) 2017 the patient was admitted to the hospital for syncope, dehydration and blood loss from the placement of the peg tube in the jejunum. No j-tube was used. The physician also used the blue fixation screw and y connector. The physician was offering this method to his patients along with the conventional procedure as options for tube placement for duopa therapy. The physician explained he hoped that while placed a peg directly into the jejunum had increased risk for complications initially, he hoped in the future it would mean the patient wouldn¿t have to deal with the risk of a j tube getting displaced or clogged. The physician was aware this was off-label use. No additional information or treatment information was available for the blood loss.